Event description:
It was reported that during unpacking for a stenting treatment procedure, the 3.50 x 20mm promus premier stent appeared to be partially expanded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the stent had partially deployed. The stent was flared at the end, consistent with the so called "dogboning" effect, where due to minor positive pressure on the balloon the stent expands at both ends. One strut at the distal end was pulled out. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking for a stenting treatment procedure, the 3.50 x 20mm promus premier stent appeared to be partially expanded.